Event description:
It was reported that during pre-test, the cuff would not inflate. No patient involvement.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual and functional testing were performed and the reported issue could not be confirmed. During visual inspection, no damage to the samples was observed. During functional testing, the samples were found to pass the inflation testing. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Manufacturing controls are in place to help prevent occurrence of the reported issue. The root cause of the reported issue could not be determined. Complaint trends will continue to be monitored. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).